Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed less than 6 months remaining several months ago but currently, it displayed still had 2 years remaining with a magnet rate of 100 pacing per minute. No changes of numbers or outputs were noted. Boston scientific technical services (ts) suggested saving data for engineering analysis or continue to monitor device. Field representative opted to make follow up in the next three months and will see what the battery will say at that time. Device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information received indicates that pacemaker was already checked after several months and it still displayed 2 years battery remaining. Boston scientific technical services (ts) then suggested saving data for engineering analysis. Additional information obtained from the field representative indicates that no data was sent for analysis. The patient was scheduled for a two month follow up. Device still remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.